Event description:
A US distributor contacted ZOLL to report that a patient developed a burn under the LifeVest equipment. Patient described the area as a burn mark the size of a fingernail from feeling a jolt from the electrode belt. The patient¿s physician prescribed a burn cream for the burn. Follow up indicated that the burn improved.

Manufacturer narrative:
Not Applicable.